Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker went into back-up while interrogation, during device preparation. The device was not used and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device was returned due to being in bvvi mode, which was discovered prior to implant. Device image was severely corrupted and reason for bvvi is unknown. Device code was downloaded successfully. Analysis performed, including thermal and mechanical stressing of the device, did not find anomalies, and battery voltage was still in the range of normal operation. Device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. Bvvi reset could not be reproduced.